Manufacturer narrative:
Corrected information: sex, date of birth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a pre-procedure diagnosis of anemia and had no difficulties swallowing the capsule. The patient was instructed to return to the office in the evening. The patient did not return and the police were called to check on the patient. When the police arrived, they were told that the patient went to the emergency room (ER). The admission ER note stated that the patient was dizzy, had a severe headache, and fell at home. He was admitted to the hospital and transferred to a subsequent hospital the next day. A craniotomy was performed for acute ischemic stroke. Medtronic was later notified that the patient had expired at approximately 2-3pm. The reporting person did not believe the procedure was related.

Manufacturer narrative:
Correction: device evaluation the sd card from the recorder was received for investigation. The visual inspection found no defects. There was no raw data found on the card. It is likely that the data was deleted when trying to perform a new check-in. If information is provided in the future, a supplemental report will be issued.